Manufacturer narrative:
Clinical review: the nurse stated it was unknown if this patient was using fresenius products when the unspecified infection occurred. Additionally, there were no recorded allegations, nor any objective evidence of this unspecified infection being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. The nurse confirmed the patient did not have any adverse effects due to fresenius products while on hemodialysis. Upon review of the information currently available, the completion of a clinical investigation is not warranted at this time as there is no objective evidence that adverse event was associated with fresenius products. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. A shipping search was performed for the patient, however no lot numbers were identified to have been delivered. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey, it was reported that a patient was on peritoneal dialysis (pd) therapy and had to transfer to in center hemodialysis (hd) due to an infection. Upon follow up the nurse stated there is no information about the unspecified infection and it is unknown if the patient was even using fresenius products when the infection occurred.